Event description:
The pt reportedly experienced pain and pressure at the implant site. In 1/2005, while wearing the sound processor, the pt reportedly experienced an overly loud sensation followed by no sound precept. The pt was seen at the center for eval. Four days later the pt was seen by a co rep for device eval. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.